Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product had not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the permanent cautery hook (pch) instrument broke off at the joint when it entered the 8mm trocar. Using the patient cart screen, the customer identified the broken joint, with a metal cable visible and loose from its joint. The instrument was no longer usable by the surgeon and had been removed from the patient's body in its entirety. This was the second event of this type with the same type of forceps (the second similar issue that occurred for the same type of instrument was documented under patient identifier (B)(4)). The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible defects. The instrument broke off at the joint when it entered the 8mm robotic trocar. There were no collisions with other instruments during the surgery. The reporter does not know if the joint was straightened during removal or if there was any resistance while removing it. After the event, the staff noticed nothing other than the broken joint and the metal cable loose from its joint. The instrument was removed, and all fragments were retrieved without difficulty. The procedure was delayed by less than 15 minutes. The reporter did not know if post-operative examinations such as x-rays or ultrasounds were performed to check for remaining fragments. The patient was not injured, just had a prolongation of care, and had not returned to the hospital because of post-surgical complications related to the retention of a foreign body.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in section h6.